Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1322704) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with angiomax. Following the procedure, the technician wh is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the technician delivered the sealant down, she was unable to retract the sheath. With assistance, the technician removed the sheath and noticed that sealant was visible inside the black shuttle tube. The technician re-advanced the sheath and was able to get the advancer tube out. The technician believed that part of the sealant was in the tissue tract and she convert the pt to 15 minutes of manual compression, at which time hemostasis was achieved. The pt was ambulant and discharged to home the same day with no clinical sequela noted.